Manufacturer narrative:
Eval of the returned device revealed skiving. One 8f swartz introducer with the dilator fully inserted was received for eval. A .032 inch guidewire was obtained from current inventory and inserted into the dilator. When advancing, resistance was encountered near the distal end of the dilator. The distal 3 inches of the dilator were removed and cross sectioned open, which revealed deep grooves and curled material from the inner wall of the dilator preventing advancement of the guidewire. The transseptal needle used in conjunction with this introducer was not returned, which may have aided in a more thorough investigation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
This event is reportable based on analysis completed on (B)(6) 2011. It was reported the physician was unable to advance the needle through the sheath, the sheath appeared blocked. Another sjm brk needle (reorder and lot number unk) was obtained and used with the introducer to continue the procedure. There were no consequences to the pt. Device analysis revealed skiving.